Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 56 mg/dl. Customer other relevant blood glucose level was 40 mg/dl, 46 mg/dl. Customer also stated that the piece of casing was chipped off, piece was missing. The device will be returned for analysis.